Event description:
Enhanced meter was giving inaccurately high readings. On october 6, 2006, the mas spoke with the patient's daughter to obtain information, as the patient was unavailable. The mas also reviewed the recorded telephone call. On unspecified dates, the pt obtained readings on the reported meter that were higher than expected; the pt provided no specific results. The pt also tested her blood glucose level using her backup one touch ultra meter, and obtained readings of 45 mg/dl lower than the reported meter readings. The mas confirmed with the reporter that the patient takes oral diabetes medications, not insulin as was originally reported. The pt chose to take more than her prescribed dose of the oral medications, based on the elevated meter readings. On an unspecified date durin 2006, the patient experienced hypoglycemic symptoms such as dizziness and slight disorientation during the night. The pt did not test her blood glucose level while symptomatic. The pt administered self-care by drinking orange juice and felt better afterwards. The patient was taken to the emergency room. While in the emergency room, the patient's blood glucose level was tested, specific result unknown. The pt received no treatment. The pt was advised to contact her physician. The pt scheduled an office visit with her physician. The patient's blood glucose level was tested in the physician's office, however, the result was unknown. The patient received no treatment. The reporter provided one example of the meter-to-meter comparison results: 265 mg/dl on the reported whole blood-calibrated meter, and 225 mg/dl on the plasma-calibrated backup meter, obtained within 10 minutes of each other. The pt takes the oral diabetes medications avandia (rosiglitazone) and glucophage (metformin) doses unknown. The customer care advocate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The cca also determined the patient was incorrectly cleaning the puncture site prior to performing the fingerstick, which can lead to inaccurate readings. The meter was replaced. The patient experienced symptoms suggesting hypoglycemia after taking an increased medication dose based on meter blood glucose readings. The patient self-treated with food to resolve the symptoms. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.